Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, burning/smoke/electrical odor, particles in tubing/chamber. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 12, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient is complaining of headaches, and a burning/ electrical odor from the device related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed the following from an external and internal inspection:dust-like contamination on the ui panel, the top enclosure, the accessory module slot, the air inlet, the rear panel, the bottom enclosure, the blower motor, and the blower outlet seal. Unknown dark gray residue on the top enclosure. Unknown yellow residue on the top enclosure and the bottom enclosure. Spots of unknown brown residue on the bottom enclosure. The sd card flip door is cracked. White particle contamination on the blower box. Sound abatement foam that looked like they had moisture on both sides of the blower box. No clean flux on the sd card slot and the battery holder of the pca. Dried liquid spots all throughout the blower motor, indicating potential liquid ingress. Also, the screw bosses of the blower motor were brittle. They cracked and broke apart while the blower motor was being disassembled. Unknown brownish residue all throughout the blower box, including the air outlet. Black particle contamination, consistent with degraded sound abatement foam, on the bottom enclosure. Small hair-like fibers on the bottom enclosure. A small amount of rust and corrosion on the p4, indicating potential liquid ingress, addresses the issue of liquid ingress. Pil used a fitt (foam integrity test tool) and the associated and was able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no error code. The manufacturer concludes there was evidence of degraded sound abatement foam and was able to confirm the complaint, but not address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.